Event description:
It was reported that continuous glucose monitor showed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support and was guided through complete pump reset, and after reset error message did not appear again, with no further issues reported.